Event description:
Reporter stated, hosp had loosening issues with the rocker arm. The event described as, the force of the 80# was applied to the mayfield skull clamp and after a short period, the force gradually reduced to 20#.